Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate hv therapies due to lead noise. Increased pacing lead impedance measurements were also noted. The lead was capped and replaced. Imaging revealed an acute bend between the ring and distal electrode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.